Event description:
The following has been reported: problem: staff brought down the pump to our office because they could not shutdown the alarm and keeps on beeping.action: power down the pump but it won't let me, alarm stated " no back screen" , pulled out battery and short capacitor to shut off the pump, replaced vp display board and performed complete performance test, failed the occlusivity test have to replace the membrane in order for it to pass. Certificate.resolution: returned to service. Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided, therefore no review could be performed. "The device was not returned to brézins as repairs were carried out locally. According to repairs information, the display board was replaced in order to address the reported event and after this replacement quality control test was performed, the occlusivity test failed and was solved by replace the membrane. Despite several requests for parts return and attempts to collect additionnal information, we did not receive anything that would allow us to go further with this investigation. Without the device or the part physically it is impossible for us to confirm the event. However according to the provided information and action the root cause of the defect would probably be related to a defective display board which was subsequently replaced. If further information are provided later on we will re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety." This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action. Reporting as a conservative measure. No adverse effects were reported.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided, therefore no review could be performed. The device was not returned to brézins as repairs were carried out locally. According to repairs information, the display board was replaced in order to address the reported event and after this replacement quality control test was performed, the occlusivity test failed and was solved by replace the membrane. Despite several requests for parts return and attempts to collect additional information, we did not receive anything that would allow us to go further with this investigation. Without the device or the part physically it is impossible for us to confirm the event. However according to the provided information and action the root cause of the defect would probably be related to a defective display board which was subsequently replaced. If further information are provided later on we will re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.